Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following findings: a review of the pump¿s black box history showed that a call service alarm was recorded. The pump emitted a call service alarm during testing. The pump was not able to be complete a 24 hour duration test due to the call service alarm. The pump case was removed and corrosion was found on the motor flex connector. Unrelated to the complaint, evaluation revealed that there were two cracks at the case seal. There was no evidence of corrosion or moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.